Event description:
Consumer was using chair when the right side allegedly broke where the back cane inserts into the frame. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model patriot, serial number/date code (B)(4) is approximately 6 years old. The user manual part number 1088909 rev b (jul-03) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) old male, weighs (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.